Event description:
The lead was later returned for analysis.

Manufacturer narrative:
The lead is currently undergoing detailed analysis. This event will be updated upon completion of analysis.

Event description:
--

Manufacturer narrative:
All available information indicates that this product remains in service. If additional information becomes available the event will be updated.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the lead was performed. A visual inspection of the lead noted the proximal end of the distal spring electrode was separated from the lead body insulation. The coil was stretched at the distal end of the distal spring electrode and there was a 6 millimeter gap between the gore covering and the distal end of the shocking coil. There was dried bodily fluid noted in the helix housing and the helix was extended. Resistance and pressure tests were completed to assess the electrical performance and insulation integrity of the lead. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported lead dislodgement; however, did confirm bodily tissue the helix.

Event description:
Additional information was provided that the lead was repositioned, then when checked the next day, had pulled back again. Another lead revision was performed, during which it was noted that a large piece of bodily tissue was lodged in the helix, thought to be preventing the lead from staying in place. The lead was therefore replaced without complications.

Event description:
Boston scientific crm received information that this implantable defibrillation lead exhibited loss of right ventricular (rv) capture. It was later noted that the lead had pulled back and the patient was scheduled for a lead revision the next day. To date, there have been no reported adverse patient effects related to this clinical observation.

Manufacturer narrative:
At this time this product has not been returned to boston scientific, crm for analysis. There is no additional information available. If further information becomes available this event will be reopened.